Event description:
A malfunction alarm was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions to reset the pump, which was initially not reset by the customer. After assistance, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact technical support if the issue reappears.